Manufacturer narrative:
Eval summary: one non-sterile 6fr guiding catheter piece was received inside a plastic bag. The length of the received catheter piece was 28 cm. The catheter hub was received attached to the received piece. The broken point looks elongated and twisted; apparently the broken point was twisted before got broken. All the catheter body was flattened. No more anomalies were found. Outside diameter and inside diameter from the catheter body could not be measured since the entire piece of catheter was received flattened. The torquing difficulty failure reported by the customer could not be confirmed since torque test could not be performed due to the conditions of the returned catheter (only a piece of the catheter was returned). The catheter separation reported by the customer was confirmed. However, the exact cause of this failure could not be determined. Procedural or clinical factors might have impacted the event. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint.

Event description:
Info from an account indicated that a physician encountered torquing difficulty with a 6f vist brite tip guiding catheter and the catheter became separated. The physician was attempting to engage the catheter into the right coronary artery and encountered difficulty torquing the device. Excessive torquing was used to try and engage the catheter and the device ended up "twisted into a knot" approx 40cm from the hub. As he was removing the catheter, it became caught in the 6f, 12 cm daig sheath and separated. There was no migration of the separated portion because it was caught in the sheath. After about 20 minutes, the physician was able to snare the separated portion and remove it from the pt. The vessel was not unusually tortuous or calcified, and the physician did not know what may have caused the torquing difficulty. There was no injury to the pt, and the procedure was completed the following day through the opposite femoral artery. The product was returned for analysis. The reported customer complaint of torquing difficulty could not be confirmed, but catheter separation was confirmed. The IFU indicates that torquing the guiding catheter while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Review of the available info suggests that procedural factors may have contributed to the reported event.